Manufacturer narrative:
We have removed the failed component and returned it to the original manufacturer for evaluation. (B)(4). Corrected action. Replaced failed component with heavier duty component, have removed all other model's of the failed component from inventory for return or scrap. Replaced the only other component used from the failed batch and scraped it. All other tables in clinical use do not use the failed type component.

Event description:
Bolts pulled out of threaded mounting bracket on the motorized actuator. Component returned to the original manufacturer for evaluation. This is the only failure of this type that we have encountered with this product in the 15 years of production. No pt injuries reported.